Event description:
It was reported that this patient's subcutaneous implantable cardioverter defibrillator (s-ICD) showed premature battery depletion. Further information was received indicating the s-ICD system also showed noise oversensing, resulting in untreated tachycardia events. The noise was not reproducible, and fluoroscopy did not reveal any integrity issues. Subsequently, both the s-ICD and the electrode were explanted and replaced. There was no visible damage with either product. This implantable electrode is expected to be returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time.